Event description:
It was reported that on (B)(6) 2008, the patient underwent fusion from an anterior approach utilizing rhbmp-2/acs and a peek cage, followed by fusion from l4 to l5 was achieved utilizing a posterolateral transverse process interfacet fusion with rhbmp-2/acs and harvested bone. It was reported that on (B)(6) 2012, the patient underwent fusion, from l3 to l4 utilized an anterior approach with rhbmp-2/acs, autograft, and platelet-rich plasma matrix, followed by fusion from l3 to l4 and l5 to s1 utilized a posterior approach with rhbmp-2/acs, autograft, and platelet-rich plasma matrix. It was reported that on (B)(6) 2013, the patient underwent a revision surgery at l3 to l5. Rhbmp-2/acs was used with bma aspirate and localized re-harvested bone. Reportedly, following her surgeries, the patient experienced inflammation, extreme pain, infections, and other injuries. It was reported that the patient still experiences extreme pain and is unable to sit or stand for long periods of time and is unable to bathe without assistance. Reportedly, the patient will need an additional revision surgery to cure her injuries. Reportedly, the patient suffers from daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
Additional information: (B)(6).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.